Event description:
It was reported that a pta balloon ruptured at 14atm during post-dilatation of a stent in the sfa and during withdrawal, the balloon could not be removed through the introducer sheath. The balloon catheter and sheath were removed together as one unit without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the jaw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The investigation is inconclusive as the device was not returned. Per the complaint comments, the user stated that the balloon was used to post dilate a bare metal stent. This device is not indicated for use in the expansion of bare metal stents. Usage of the balloon coronary to its intended use may have been a contributing factor to the event. It is unk if the stent contributed to the balloon rupture, which in turn likely contributed to the retraction issues reported. However, based on the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occurred if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is fell during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the rival pta dilatation catheter: while maintaining negative pressure and the positive of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.